Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode that required cardiopulmonary resuscitation. The device was programmed to vvi with a lower rate limit of 30 bpm. A review of the heart rate (hr)trends had been performed, however the information had not been utilized to confirm the bradycardia pacing rate. Reportedly, a similar episode had been experienced two months earlier and no re-programming of the lower rate limit had been performed. This device was programmed to a higher lower rate limit to avoid further symptomatic syncope. An internal technical service consultant was contacted for further information and provided the hr details should further intervention be required. As of this date, this device remains implanted and in service. No further adverse patient symptoms were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.